Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the auxiliary pcba board. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the auxiliary printed circuit board assembly (pcba) c111 capacitor was burned out. There was no patient involvement.